Event description:
Additional information received from a healthcare provider reported that they reviewed the patient's programming and settings. They also checked the impedances, electrodes, and other parameters such as rate and pulsewidth. All of the impedances were okay and there were no programming abnormalities.

Event description:
A patient reported on (B)(6) 2016 stating that they'd had nothing but problems for the last two years. They got a new paddle lead on (B)(6) 2016, and about 5 days later the pain came back. They adjusted the stimulation from channel d to e and got a triangle on the remote, and ever since then they'd had pain. They had not seen the triangle again, so they didn't know what else was on the screen. They noted that they did feel the stimulation. The day prior they tried channels d and e, and they had to go back on pain medication. They would get adjusted by the technician and then it would go back 4-5 days later. The indications for use were spinal pain and complex regional pain syndrome type the patient called back on (B)(6) 2016 stating that they went to a bookstore right after they got their device in (B)(6) 2014. They did not go through the security system, but was just one row away from it when their legs went into spasms. They felt stimulation so intense that they fell, and they shut their implantable neurostimulator (ins) off. They went to a different area of the book store that day, turned on the ins, and it happened again so it occurred twice in the same day in the same store. They never had a problem in any other store. They called the store, and they stated that they had a magnetic scanner, but the patient didn't go through it, noting that they were just near it. Since the incident at the bookstore, they have had problems with their device and they thought the ins was damaged from it. A healthcare professional (hcp) checked it and said it was fine, but the patient did not think it was fine. They stated that their ins had not been working for about a year, noting that it would work for 4 days and then it stops and their pain would come back again. The issue was intermittent. They had addressed this with the hcp several times, who checked the device and made adjustments. Additional information was received from the patient on (B)(6) 2016 stating that they've had several appointments. They had pain relief for 3 days after the (B)(6) appointment. At the (B)(6) appointment they had pain relief 6 hours, they reset it by themselves on an old program, and then had pain relief 4 days. They were in pain again at that time and had another appointment scheduled for (B)(6). The pain would come back after being reprogrammed, even though they were getting stimulation. The issue was not resolved at that time.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2016-08-09 which reported that there was a loss of therapy. The patient thought that there was a malfunction with the implantable neurostimulator. After the lead wire was replaced in (B)(6) of 2016, therapy stopped working 3 days later. The health care provider adjusted the stimulation and it worked for 2 weeks and then stopped again. The health care provider adjusted stimulation again and it worked until (B)(6) 2016. The patient was frustrated about therapy. On (B)(6) 2016, the patient reported via a manufacturer representative that her therapy will be fine for 2 months and will be working great, and then it stops and doesn¿t help her pain anymore. The stimulation was in the right location, but it just didn¿t help with the pain. When the patient increases the stimulation, it becomes too strong. If the patient turns the stimulation off, her pain gets worse. This all had been occurring since the patient had gotten zapped going through the security gate 3 months after she was implanted. The impedances were between 942 and 1387 ohms at 0.7 volts. There was a group impedance of 591 ohms at 10.482 milliamps. The patient had a revision done on her lead as the previous percutaneous lead was slightly moving. The surgeon decided to place a paddle lead so that it would stay in place better. The patient again noted on (B)(6) 2016 that her stimulator works for 2-3 weeks and then stops relieving the pain but she still gets stimulation. This has happened at least 10 times since implant and the patient thinks that it is a defective stimulator, but the health care provider and the manufacturer representative say that it is fine. The patient goes to the manufacturer representative to be reprogrammed to resolve the issue each time. The patient wants the stimulator removed and replaced, but the health care provider refuses to believe the patient. The patient was in so much pain for a week before the adjusted it that the patient had to go to the emergency room for intravenous dilaudid and the patient was taking the dilaudid every 4 hours for¿ (wording cut off from document when received).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated they experienced a loss of therapy. The patient was still not getting pain relief despite feeling stimulation in the legs. It felt like knives were cutting between the toes and that it¿s nerve pain but their healthcare professional (hcp) doesn¿t believe them. The hcp and manufacturer representative (rep) just make programming adjustments which temporarily provide relief. The rep checked the implantable neurostimulator (ins) with their computer and everything seemed to be working okay. This had been occurring on and off since implant. A lead replacement with a paddle lead occurred on (B)(6) 2016 and leads revisions occurred in (B)(6) 2015 because the hcp thought the lead may have pulled out. The patient was at a hospital and had been there for over a week for uncontrollable pain. The ins wasn¿t working and they had given the patient all sorts of pain medication. Today, they tried to turn on stimulation to see if it would work and the patient got it on but couldn¿t turn it off. The patient was able to turn stimulation off over the phone. ¿the other day¿ the patient felt stimulation in the leg even though the ins was off. The patient was going to go to another doctor to get a second opinion on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient wanted their nonfunctioning stimulator repaired or replaced. The patient stated that they were told by their healthcare provider (hcp) to leave it alone and to take pain medications. The patient mentioned that they wanted to get off pain medicine and was on marijuana for the pain, but they would prefer to have a functioning stimulator again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.